Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient experienced extreme pain at the device implant site and an infection was initially suspected. Additional information obtained indicated that infection was ruled out and that the device was explanted until the pain resolves. Follow up conducted confirmed that the patient continues to have pain after the device removal and the physician has been unable to find the source and believes it may be related to neuropathy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968-35 implantable pacing lead 2012 (B)(6); 6944-58 implantable tachy lead 2001 (B)(6); (B)(4) implantable pacing lead 2001 (B)(6). (B)(4).